Event description:
New information received notes that when the device was interrogated in-person at the physician's office, the patient did not have any over-sensing episodes. The device was reprogrammed to improve oversensing analysis and the physician elected to continue to monitor the patient. The patient was had no symptoms or consequences before, during or after the event was recorded via remote transmission and in-office device interrogation.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2019-13202. It was reported that non sustained right ventricular lead noise was observed via remote transmission. Examination of electrogram revealed intermittent post paced t wave oversensing as well. No attempted or aborted arrhythmia detections resulted from the oversensing. Programming changes were not recommended since the episodes did not include the right ventricular sense amp channel. Recommendations to bring the patient in for interrogation of the device were made. The patient reported no symptoms or adverse events associated with the remote monitoring alert or oversensing episodes.